Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently not annunciating audible tones for alerts/alarms. Customer's blood glucose was 177 mg/dl. Tandem technical support made multiple follow up attempt to obtain more information from the customer, but was unsuccessful.